Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade unknown.

Event description:
Patient reported right side rupture and "encapsulated" (captured as capsular contracture, baker grade unknown). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, d.1, d.4, d.6a, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later healthcare professional reported "rupture, calcification and lymph nodes".